Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
During the fibula plate surgery, the surgeon implanted a plate and screws to fix the fibula. Surgeon did the drilling in an inclining angle by using the drill bit to fix the tibial bone with k-wire and the drill bit broke.